Manufacturer narrative:
The referenced camera head was returned to the service center for service/evaluation. The service group confirmed the reported communication error as the scope communication error, e224, was displayed on screen (with image). The cable unit was found faulty. Additionally, the focus ring was cracked and the rear cover labels were faded/erased. A review of the repair history indicates camera head was purchased on october 25, 2017 with no previous repair records. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during preparation of use, the 4k camera head produced no image with an unspecified communication error. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07088. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. A communication error (e224) is an error that occurs when a communication error with the processor occurs. It is assumed that the video communication could not be transmitted to the processor due to the damage of the cable, and no image was displayed. Damage to the cable is probably caused by the user's handling. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the instructions for use provides the following information: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.